Event description:
On aug 12, 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultramini control solution result is reading inaccurately high and is outside the control solution range. The complaint is classified based on the documentation of the customer care advocate (cca). The patient has been questioning the accuracy of the meter since the control solution results of "136 and 137 mg/dl" was outside the control solution range "93-124 mg/dl" on three days earlier, (3 days prior to contacting lfs) during the night. After the issue began, the patient developed symptoms described as "shakiness, difficulty in standing, vision is all in orange" and was reported to be treated with food/beverage. The patient did not require and further medical intervention. The patient has a backup meter. The patient obtained a reading of "60 mg/dl" on the one touch ultra compared to "48 mg/dl" on the accucheck. During troubleshooting, the cca verified that the patient was using the correct testing technique, the meter is coded correctly, the test strips were not opened longer than the discarded date, expired, or stored improperly, the control solution was stored properly, the unit of measure were correctly set, and the control solution test failed with the test strip in question. However, the control solution test passed with a new vial of test strip. The complaint is being reported because the patient alleged the meter was giving inaccurate high readings, and she developed symptoms suggestive of hypoglycemia after the reported issue began. The meter, test strip, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or the strips are returned, lifescan will evaluate it/them and, if either the meter or the strips does not pass inspection, lifescan will inform FDA of the results in a supplemental report.